Event description:
It was reported that bd max¿ system, bd max¿ instrument various false positive curves have occurred. The following information was provided by the initial reporter: this run contain many false positive curves based on the information from the customer. Please also look at run 428 accession # 5000031570. Nice curve for noro virus, but 2 of the other viruses are false positive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k info: k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument various false positive curves have occurred. The following information was provided by the initial reporter: this run contain many false positive curves based on the information from the customer. Please also look at run 428 accession # 5000031570. Nice curve for noro virus, but 2 of the other viruses are false positive.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". Customer reported that they are seeing suspected false positive results while running the enteric viral panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization and installation of new software scripts to correct the issue. This complaint is confirmed by service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and one additional work order was observed on 23dec2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.